Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up, increased capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead. X- ray imaging was performed, but no anomalies were noted. The rv lead was capped and replaced to resolve this event. The patient was stable.